Event description:
Pt reported experiencing high blood glucose (>500 mg/dl) in 2004. They attempted to lower blood glucose, on 3 occasions, by delivering 20u boluses of insulin. Pt stated that their blood glucose measured 402 mg/dl at 3:57 am, the following day. Pt indicated that they lost consciousness sometime after 3:57 am. When they regained consciousness, around 8:00 am, their blood glucose measured 50 mg/dl. Pt contacted the paramedics, and self-treated by drinking orange juice. Their blood glucose measured 107 mg/dl, at 8:07 am. Upon paramedics' arrival (at 8:30 am), pt's blood glucose was "in a normal range." No treatment was provided by paramedics.